Event description:
It was reported that during a chemical ablation procedure, a balloon rupture occurred. The lesion being treated was located in the obtuse marginal. The 1.5x15mm maverick balloon was positioned at the ventricular septal to perform chemical ablation and ruptured during inflation to 12atm. The procedure was completed with another of the same device. No pt complications were reported. Pt's status reported as "stable". Additional information was requested, but not provided.